Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had fatal error on underlying data source. A field service engineer found disk was full preventing remote smart service (rss) from connecting. The fse ran disk cleanup and moved cfn tools folder to d. Then, technical support specialist freed up disk space by deleting old installer, changed structured query language (sql) recovery model from full to simple, reduced data base size from, and restarted the device. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had fatal error on data source. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had fatal error on data source. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.